Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a scheduled generator change. During the procedure, the physician attempted to remove the right ventricular lead however, the lead was stuck. It was noted that the set screw loosened fine, but the lead was unable to come out. Neither the lead nor the pacemaker was explanted at this time. The physician decided to attempt the change again on another date. The patient was in stable condition.